Event description:
Reportedly, the ventilator could not recognize the power pac battery after removing the ac cable. Soon after, a 'switched to backup battery' alarm occurred. The ventilator kept ventilating, however, the pt was switched to another ventilator. No permanent injury was reported in this case.

Manufacturer narrative:
Although requested, no further pt info was provided.